Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End user husband is her caregiver. End user caregiver reports bleeding noted to end user peristomal skin under the white tape collar at 7 oclock which measures approximately the size of a dime or less. He reports a very small amount of bleeding noted from this area. He can see dried blood under the white tape collar. Instructed on crusting with sh powder and water or protective barrier wipes. Instructed on cleansing end user peristomal skin with soap that does not contain lotions; moisturizers or creams. Instructed if area worsens or does not improve to call back for additional instructions.